Event description:
A malfunction alarm was reported by the customer, indicated by fault code malf 9. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support provided information on resetting the pump and assisted the customer in doing so. After the reset, the malfunction code did not recur.